Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable. As such, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient had not recharged the ipg in a few months and least had therapy around that time. As such, the patient's programmer was unable to locate the ipg. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model.

Event description:
Follow-up information revealed effective therapy resumed following the procedure.